Manufacturer narrative:
(B)(4). Date sent: 1/4/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: was buttressing material used? What is the patient¿s gender and bmi? Please describe the surgeon¿s cleaning technique between firings. What reload was used? Were staple lines crossed when the issue occurred and at approximately what angle was the staple line crossed? Could you please confirm that there was a complete staple line on the sleeve side? What is the current patient status? Photographic analysis: in the first document there were four pictures, three of them can be seen an anvil, and a staple line with bleeding. The one on the lower left side a device with a blue cartridge is appreciated, there is tissue on the jaws of the device, there are partially formed staples aside of the device. On the second document, three pictures were provided; an incomplete staple line and bleeding can be appreciated in all of them. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing of the device with a blue reload ,the device fired and staples did not form. The staples were scattered along the cut line, the tissue fell open and there was a hole on the specimen side. The surgeon closed with suture and over sewed the incision. One hundred and fifty cc of blood product was required before the bleeding was controlled. This added forty-five minutes to the procedure as well. The patient was admitted to the hospital overnight for observation but is doing well.

Manufacturer narrative:
(B)(4) date sent: 1/19/2017. Batch # (B)(4). Additional information requested and received.: was buttressing material used? No. What is the patient¿s gender and bmi? Female. Don't know bmi. Please describe the surgeon¿s cleaning technique between firings. Swishing full anvil and deck. They do it correctly. What reload was used? Gst60b. Were staple lines crossed when the issue occurred and at approximately what angle was the staple line crossed?no. Could you please confirm that there was a complete staple line on the sleeve side? No. What is the current patient status? Patient is fine the analysis found that the plee60a device was received in good visual condition and with a gst60b cartridge loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Intra-operative photos were received. In the first document there were four pictures, three of them can be seen an anvil, and a staple line with bleeding. The one on the lower left side a device with a blue cartridge is appreciated, there is tissue on the jaws of the device, there are partially formed staples aside of the device. On the second document, three pictures were provided; an incomplete staple line and bleeding can be appreciated in all of them. Based on the photo alone the event describe is confirmed. It is possible that tissue milking occurred as it can clearly be seen in the photographs that the staples were not formed and were clumped together. This is an indication that the tissue was moving while the staples were deploying.